Event description:
On (B)(6) 2013 the reporter, the patient¿s husband, contacted animas to report that on (B)(6) 2013 at 4:00 am the patient was admitted to the hospital unconscious with a diagnosis of dka. The patient¿s admitting blood glucose level was 1300 mg/dl. A review of the pump history revealed that on (B)(6) 2013 at 1:15 am the pump gave the ¿empty cartridge¿ alarm; however, the reporter alleged he did not hear this alarm. Troubleshooting revealed both the auditory and vibratory functions of the pump were working appropriately. However, the audio tone issue on (B)(6) 2013 was not resolved. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after failing to hear a pump ¿empty cartridge¿ alarm, and was admitted to the hospital in dka. Therefore, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.